Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for collapsed lumen or inflation difficulty reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a mildly tortuous, moderately calcified, concentric, 99% stenosed, de novo lesion in the mid left anterior descending coronary artery. During use of the 2.5x15mm nc traveler balloon dilatation catheter, the device was pressurized; however, the balloon did not inflate. After removal from the anatomy, the balloon lumen was found to be deformed. A new balloon dilatation catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.